Event description:
It was reported that during either a knee or shoulder arthroscopy the device produced metal shavings in the operative area. It was not clear if this happened immediately or after some use. The shavings were removed during the procedure by use of outflow suction. No injuries were recalled. Additional information was requested, but no additional information was provided. A supplemental report will be sent if additional information is received.

Manufacturer narrative:
The original manufacturer of the shaver was (B)(4). The device was not returned to the manufacturer as of the date of this report. A supplemental report will be sent if the device is received.